Event description:
It was reported that stent damage occurred. A 2.25x32mm promus element ¿ drug eluting stent was selected to treat the lesion. During preparation when the package was opened, the physician noticed that the stent struts on the proximal edge were sitting up. The device was not used. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).